Manufacturer narrative:
Correction; e.2; e.3; g.3.

Event description:
It was reported that the male end of the plastic luer lock broke apart when trying to attach the tubing to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the male end of the plastic luer lock broke apart when trying to attach the tubing to the patient.